Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) received an scs system on (B)(6) 2010. It was reported that the pt had undergone a revision for lead migration on (B)(6) 2010, and effective stimulation was captured postoperative. It was reported that on (B)(6) 2010, the pt's lead exhibited invalid and low impedance readings. The pt allegedly could not feel stimulation. As of (B)(6) 2011, the pt still did not have stimulation. No further info is available at this time.